Event description:
It was reported that a shaft break occurred. This opticross hd catheter was selected, however during introduction into a very calcified distal artery the distal portion of the catheter broke. The procedure was unable to be completed. No patient complications were reported and the patients status is stable.